Event description:
It was reported that shaft break occurred. Vascular access was obtained via right femoral approach. The 90% stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery (rca). A 7fr non-boston scientific (bsc) was used to engage into the rca via a right femoral approach and rotablation was successfully performed using a 1.75mm rotalink plus to the proximal and mid rca. A micro-catheter was then advanced over the rotawire drive and exchanged for a non-bsc wire. A 3.50 x 20mm synergy xd drug-eluting stent was attempted to be advanced to the mid rca lesion, however, the stent seemed to have resistance throughout the distal non-bsc guide catheter and was unable to be advanced past the proximal rca lesion even with significant push of the hypotube. The 3.5x20 synergy xd stent was removed and a non-bsc wire was advanced into the pda for better support. The 3.5x20 synergy xd was then again attempted to be advanced to the mid rca. However, resistance limited its advancement, with significant push, past the proximal rca lesion. The hypotube then snapped approximately 20 cm from the hub outside of the patient's body, where the clinician was holding the hypotube. The force applied to advance the synergy xd buckled at the physician fingertips and in turn snapped. The distal catheter was able to be pulled out by the hypotube that protruded outside of the hemostasis valve. The synergy xd was completely removed. The physician then used a 6fr guidezilla and this was advanced into the rca. A 3.5x22 non-bsc stent was then able to be successfully advanced and implanted in the mid rca. A 3.5x28 synergy xd stent was then used successfully to treat the proximal rca. Both stents were post dilated using non-bsc balloon catheters. No patient complications were reported.